Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace blade fractured. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed using a backup harmonic ace instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was confirmed via endoscope. All fragments were retried. There was no additional surgical procedure required to remove the fragments. An x-ray was performed to check for remaining fragments. It is unknown how long the instrument was in use prior to the breakage. The instrument was inspected prior to use and no damage was noted. The customer was performing dissection when the issue was identified. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure the instrument did not collide with any other instrument or other hard material during the surgical procedure. The fragment did not fall inside of the patient during the instrument tip collision. The customer did not feel resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula or the instrument after the event occurred. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complication related to retaining a foreign object. Isi did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.518¿ from the base. The broken piece was not returned. Components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.